Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic lobectomy procedure, the clamped tissue seemed to be pushed forward with the knife at the second firing. Although the deployed staples were formed b-shaped, the tissue was not stapled properly. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
Device 3 of 6. See MFR#s 1627487-2010-02680, 1627487-2010-02873, 1627487-2010-02875, 1627487-2010-02876, 1627487-2010-02877).

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.